Manufacturer narrative:
A product development evaluation was completed: the returned holding sleeve (part number 394.460 (lot 2551695) was returned with a schanz screw (part 294.786, lot 8719795) stuck inside in the holding sleeve, with the wing screw knob broken off. It is evident by the breakage that the wing screw was over torqued during the tightening process and snapped off. As a result, the schanz screw is jammed inside. The complaint also reported that the holding sleeves were worn. A review of the product shows that the product was not worn as reported. A review of the most current revision of the document drawings for part 394.460 and part 294.786 was performed. The design and material is adequate for its intended use and did not contribute to this complaint. Therefore, the root cause for both parts is undetermined as it was confirmed that the wing screw knob broke-off due to over torque but the holding sleeve was not worn as reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported two extractions screws have become worn and need rethreading. It is unknown when the items became worn/damaged. There are two worn holding sleeves. One has a broken extraction screw stuck inside. There is a thumb screw that holds an extraction screw in place and the thumb screw broke off; as a result the screw stuck in the sleeve. Part 294.786 (lot 8719795) which there is no complaint against, is stuck inside part 394.460 (lot 2551695) and this is a result of the thumb screw on the sleeve breaking off. Both extraction screws part 357.133 are worn. And both sleeves part 394.46 are also worn. There was no surgery delay due to the reported event. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed no non-conformances were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.